Event description:
The customer alleged no audio alarm while in room with pt. He states that he saw an unspecified visual alarm but was unable to describe which alarm light was on. No other specifics are available from customer about which alarm parameter was allegedly violated but rptr said that he thought it was high pressure or low vt. The nellcor puritan-bennett customer support engineer inspected the device and replaced the power switch and alarm as a precaution as he was unable to duplicate the reported event. The unit passed extended self testing. It is no verified that there was no alarm audio, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.